Event description:
Customer reported, she experienced high blood glucose of 424 mg/dl. Customer also reported that she received a no delivery alarm during prime. Customer was instructed to disconnect and reconnect and push insulin through; insulin did exit the tubing. Customer declined to troubleshoot for high blood glucose as she stated that issue is usually caused by a site occlusion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.